Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate therapy due to supraventricular tachycardia (svt) however, therapy was not exhausted. Additionally, there was a stored signal artifact monitoring (sam) in which there was noise on the right atrial (ra) channel that was not being oversensed. Impedances were noted to be all within normal range. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.